Manufacturer narrative:
Lumenis contacted the user facility directly to obtain additional information. The complainant indicated that "the patient was under general anesthesia. The laser system stopped working mid-procedure and they were unable to get it started again. They eventually switched to an electro-cautery procedure to finish. The delay was about an hour. They were successful in completing the patient's surgery with the alternate procedure." A lumenis service engineer visited the site two (2) days after the reported event and examined the laser system. Upon arrival the engineer confirmed that the system could not be started. The engineer found the issue to be "one of the wires for the wall plug became disconnected from the plug, resulting in no power to the unit". The engineer replaced the plug and resolved the issue. The system was then found to have met manufacturer specifications and ready for use. Although a cause for the reported plug failure could not be determined, a search of the complaint database revealed that no similar complaints exist for the same system; a two year historical review of similar complaints revealed that the same malfunction of "plug failure" has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. Lumenis suspects the cause to be "operational context having caused or contributed to the event"; lumenis believes the problem was related to the operator's technique or use environment, most likely caused the plug inadvertently being pulled. Though the procedure was successfully completed with an alternate device, it is uncertain if the user facility had to use the alternate laser as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
A user facility reported that during a case in which a lumenis ultrapulse was being used, the laser system stopped working mid-procedure and they were unable to get it started again. The case was completed successfully by an alternate electro-cautery procedure, entailing about an hour's delay. No report of patient complications was received, and no report alleging the device malfunction caused or contributed to any change in the patient's condition.